Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. In addition, oekg confirmed the followings in the evaluation of the subject device. Damage of the light guide lenses and the objective lens. Break of the glue around the lenses. Cracks on the distal end cover. Deformed of the bending section. Kinks and squeeze of the insertion tube. Cut on the remote switch. Corrosion on the vent valve. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019]: pseudomonas aeruginosa, [second time; (B)(6) 2019]: pseudomonas aeruginosa, escherichia coli and acinetobacter spp., [third time; (B)(6) 2019]: klebsiella pneumoniae and escherichia coli. The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.